Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a worn collet in position #4. Fse replaced collet #4, then verified instrument hold and pull force. The instrument was tested without further problem and was returned to expected operation.